Event description:
It was reported that the patient experienced discomfort due to ipg migration. It was also reported that the patient experienced pocket site pain. The pocket was revised and the ipg remains implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Date of event: exact date unknown, event occurred several months ago from the date the manufacturer was made aware.